Manufacturer narrative:
Corrected information provided in d.4. Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that after intraocular lens (iol) implantation, the patient experienced strain in right eye to see. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was "needed more astigmatism correction in right eye". Additional information was requested, but no further information is available.